Event description:
It was reported that the device was removed in 2009, stimulation was not helping with symptoms. Therapy was not helping with the patient¿s seizures. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4). The device was used for an off label indication. The indication the device was used for was epilepsy.